Event description:
The initial medical device report was submitted due to using inaccurate information. During follow up to related complaint the patient's nurse specified that the largest prescribed fill volume is 2100ml and last fill volume is 2000ml. Initially, the volume of 2000ml was used to calculate increased intra-peritoneal volume (iipv). However, the largest prescribed fill volume of 2100ml should have been used. Based on this information this event is no longer reportable and no longer meets iipv criteria. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product ling and take corrective/ preventative action as appropriate.

Manufacturer narrative:
CAPA is currently open for the reportable malfunction of over-delivery/iipv.

Manufacturer narrative:
.

Event description:
During a follow up call in 2009 the patient's nurse reported an increased intraperitoneal volume (iipv) instance which occurred earlier that month. The nurse stated the patient's total ultrafiltration has been very low or negative and the patient has been having high drain volumes. According to the nurse there is nothing internally wrong with the patient and she feels that the machine is malfunctioning. The nurse stated that this has been happening ever since the patient received a new hc. Furthermore, the nurse stated that the patient came in and drained out 3300ml. The patient's last fill volume was 2000ml. These volumes meet iipv criteria. The nurse stated the patient has been feeling bloated. The nurse requested that hp have the hc swapped. Product surveillance will contact the patient and set up swap. Product surveillance contacted the nurse the following month. According to the nurse the patient is still receiving negative ultrafiltration readings, however, has not yet received her new cycler. The patient is no longer experiencing symptoms, however feels full at night.